Manufacturer narrative:
Qn#(B)(4). Returned for investigation was a 30cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in a cardboard box and was in a yellow biohazard bag. Upon return, the teflon sheath was noted on the iabc; liquid blood was noted within the sheath sidearm. The one-way valve was tethered to the short driveline tubing. The bladder was fully un-wrapped. Dried blood was noted on the exterior surfaces of the returned sample. Dried blood was noted within the helium pathway. No visual damage was noted to the returned sample. The bladder thickness was measured at six points with measurements ranging from 0.0057in-0.0063in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system document. The iabc central lumen was successfully aspirated and flushed using a 60cc lab-inventory syringe. No blood or debris was noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the bladder membrane. Under microscopic inspection, abrasions were observed from approximately 20.2cm to 20.9cm from the iabc distal tip; a full thickness abrasion to the bladder was confirmed at approximately 20.3cm from the iabc distal tip and the appearance is consistent with repeated contact with calcified plaque on the aortic wall. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. A de-vice history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "blood appeared in the airway tube" is confirmed. During investigation, the intraaortic balloon catheter (iabc) bladder was found with a full thickness abrasion. The appearance of the abraded area is consistent with repeated contact with calcified plaque on the aortic wall. The damaged bladder allowed blood to enter the helium pathway. No other leaks were detected during functional testing. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the bladder leak. The root cause of the bladder leak is related to patient condition. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported "after insertion, blood appeared in the airway tube and there was a tear in the balloon membrane, rendering the balloon unusable, and 1 set of iabp catheters was reintroduced". Additional information states that the second catheter was inserted into the same insertion site. No patient injury or cosequence reported. The patient's current condition is reported as "fine".

Event description:
It was reported "after insertion, blood appeared in the airway tube and there was a tear in the balloon membrane, rendering the balloon unusable, and 1 set of iabp catheters was reintroduced". Additional information states that the second catheter was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).